Manufacturer narrative:
Unit had intermittent button response due to flattened and creased act button dome switch. No unlocked j2 and lcd keypad connector noted. Unit had minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and the act button does not work. Customer does not recall any significant events leading to the error, but indicated that it happened during prime. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for keypad but the customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.